Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. There might be missing pieces from the clevis, but the size of the missing pieces cannot be confirmed. Components adjacent to the broken clevis do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) would not work. The procedure was completed with no reported patient injury.